Manufacturer narrative:
(B)(4). The patient took antibiotics for 10 days. As of "tuesday of last week" the patient is doing much better. The device history record for the reported lot was reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.

Event description:
A female patient in her 50's was injected with 1.5cc of radiesse to the nlf, ml, cheeks and glabella on (B)(6) 2015. The medical assistant (ma), clarified that about 0.1cc of radiesse was injected to a deep line in the glabella. The glabella area "did not blanche at all" at the time of injection. On the evening of (B)(6) 2015, the patient notified the office that she had redness, skin peeling and "oozing" in the glabella area. The patient forwarded a photo to the ma. The ma said the patient has been getting radiesse injections for a long time, including to her glabella, without problems. On (B)(6) 2015, the ma reported that the patient was treated with warm compresses, oral antibiotics, and a topical antibiotic ointment. The patient was initially thought to have an infection and possible occlusion but it was decided patient had an infection only. No necrosis was noted. The ma said the patient took antibiotics (name not provided) for 10 days. The patient followed up on "tuesday of last week" and is doing much better.